Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. (B)(4). Final analysis found that a partial lead was returned. The lead insulation was degraded at 4.9 cm from the connector pin.